Event description:
A report was received that the patient was experiencing difficulty charging because the ipg healed angled at the surface of the skin and needs to be more superficial to improved charging. The patient underwent a pocket revision procedure wherein the generator was moved to be slightly superficial. No device malfunction was suspected. The patient was doing well postoperatively.